Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to kidney infection and they were not certain if the insulin pump was the issue. Customer's blood glucose was 7.9 mmol/l when admitted to the hospital. Customer reported that they experienced high blood glucose level of between 14.2 mmol/l to 39.0 mmol/l. The customer treated with insulin pump. Customer's blood glucose value was 14.2 mmol/l at the time of the call. Troubleshooting was performed. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.